Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving intrathecal unknown baclofen 2000 mcg/ml at 250 mcg/day via an implantable pump for intractable spasticity. It was reported that since the implant the patient had a broken wound where the pump was placed. It was noted after that the patient had an infection of the pump and so now the doctor was slowly trying to try to titrate the patient down so then they could remove the pump.